Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reported low blood glucose symptoms with results of 6.8 mmol/l, 3.0 mmol/l, and 8.4 mmol/l on the mobile system within 10 minutes of each other. Customer also tested 3.4 mmol/l on the mobile system but it is not known if this result was within 10 minutes of the reported values. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device.